Manufacturer narrative:
The second filter that was identified in the CT scan with limbs extending beyond the confines of the ivc wall was a boston scientific greenfield filter. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with a contraindication to anticoagulation was indicated for vena cava filter placement. The right common femoral vein was accessed and a venacavagram demonstrated a normal sized cava with no filling defects. The filter was successfully deployed approximately one centimeter below the renal veins without incident. The patient tolerated the procedure well without complications. Approximately six months post filter deployment, a CT scan demonstrated a small right lower lung pulmonary embolus. Two infrarenal ivc filters were seen in place with their limbs extending beyond the confines of the ivc wall. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. Six months post filter deployment, CT scan demonstrated pe in the right lower lung. Two filters were also identified with their limbs to be extending beyond the wall of the ivc. Based on the medical records, it can be confirmed that the patient had pe after filter implantation, however the origin and filter's relationship to the pe are unknown. The investigation can be confirmed for perforation of the ivc wall by a filter. As the provided medical records state that both filters had limbs extending beyond the confines of the ivc wall, this investigation can be confirmed for the g2 filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Possible complications include, but are not limited to, the following: acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels; perforation or other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately six months post vena cava filter deployment for a contraindication to anticoagulation, a CT scan demonstrated a small right lower lung pulmonary embolus and two filters in the infrarenal ivc with their limbs extending beyond the confines of the ivc wall. No additional information surrounding this event was provided in the medical records received.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with a contraindication to anticoagulation was indicated for vena cava filter placement. The right common femoral vein was accessed and a venacavagram demonstrated a normal sized cava with no filling defects. The filter was successfully deployed approximately one centimeter below the renal veins without incident. The patient tolerated the procedure well without complications. Approximately six months post filter deployment, a CT scan demonstrated a small right lower lung pulmonary embolus. Two infrarenal ivc filters were seen in place with their limbs extending beyond the confines of the ivc wall. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. Six months post filter deployment, CT scan demonstrated pe in the right lower lung. Two filters were also identified with their limbs to be extending beyond the wall of the ivc. Based on the medical records, it can be confirmed that the patient had pe after filter implantation, however the origin and filter's relationship to the pe are unknown. The investigation can be confirmed for perforation of the ivc wall by a filter. As the provided medical records state that both filters had limbs extending beyond the confines of the ivc wall, this investigation can be confirmed for the g2 filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Possible complications include, but are not limited to, the following: - acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. - perforation or other acute or chronic damage of the ivc wall the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately six months post vena cava filter deployment for a contraindication to anticoagulation, a CT scan demonstrated a small right lower lung pulmonary embolus and two filters in the infrarenal ivc with their limbs extending beyond the confines of the ivc wall. No additional information surrounding this event was provided in the medical records received.

Manufacturer narrative:
The previously submitted emdr inaccurately reported the report date. The report date should have been reported as 02/17/2017. The second filter that was identified in the CT scan with limbs extending beyond the confines of the ivc wall was a boston scientific greenfield filter. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with a contraindication to anticoagulation was indicated for vena cava filter placement. The right common femoral vein was accessed and a venacavagram demonstrated a normal sized cava with no filling defects. The filter was successfully deployed approximately one centimeter below the renal veins without incident. The patient tolerated the procedure well without complications. Approximately six months post filter deployment, a CT scan demonstrated a small right lower lung pulmonary embolus. Two infrarenal ivc filters were seen in place with their limbs extending beyond the confines of the ivc wall. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. Six months post filter deployment, CT scan demonstrated pe in the right lower lung. Two filters were also identified with their limbs to be extending beyond the wall of the ivc. Based on the medical records, it can be confirmed that the patient had pe after filter implantation, however the origin and filter's relationship to the pe are unknown. The investigation can be confirmed for perforation of the ivc wall by a filter. As the provided medical records state that both filters had limbs extending beyond the confines of the ivc wall, this investigation can be confirmed for the g2 filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Possible complications include, but are not limited to, the following: acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. Perforation or other acute or chronic damage of the ivc wall the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately six months post vena cava filter deployment for a contraindication to anticoagulation, a CT scan demonstrated a small right lower lung pulmonary embolus and two filters in the infrarenal ivc with their limbs extending beyond the confines of the ivc wall. No additional information surrounding this event was provided in the medical records received.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one month later post filter deployment, patient presented with the complaints of shortness of breath. Imaging at that time revealed thrombus above and below the inferior vena cava filter extending into iliac veins. Patient apparently had a second filter placed in-line with her prior filter. After six months, a computed tomography of chest, abdomen and pelvis was performed for chest pain and lower abdominal pain. The study showed that two infrarenal inferior vena cava filters are seen in place. The prongs of the inferior vena cava filters extend beyond the walls of the inferior vena cava. A small right lower lung pulmonary embolus was noted despite two inferior vena cava filters in place. After two years and ten months, a computed tomography study showed both filters in position with migration through the wall of the inferior vena cava, which was typical. However, the lower filter anterior strut appears to migrate immediately adjacent to small bowel loop in this region. On unknown date, a gated venography study was performed which showed retrievable filter in the upper vena cava, which appears to be a tulip type filter. The lower inferior vena cava filter may be a retrievable filter, although a hook is not visible. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava. Additionally, it can be confirmed that the patient experienced pulmonary embolism and thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately six months post vena cava filter deployment for a contraindication to anticoagulation, a computed tomography scan demonstrated a small right lower lung pulmonary embolus and two filters in the infra renal inferior vena cava with their limbs extending beyond the confines of the inferior vena cava wall.the device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient was unknown.